Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that at an unspecified time in the morning of (B)(6) 2011, she developed symptoms of being "confused and forgetful" and by 8:00am, tested with the subject meter and obtained a reading of "high." The patient stated that her nurse "sent her to the hospital and between the time to get from her home to the hospital, she took 12 units of apridra", in response to the reported issue. Once she arrived at the ER, the patient reported being tested with the hospital's meter (unknown device) and obtained a reading of less than "100mg/dl" and was shortly administered with IV glucose. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient was using strips that were either expired or stored incorrectly. Replacement products have been sent to the patient. Although the patient was already symptomatic prior to the start of the reported issue, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.